Manufacturer narrative:
(B)(4). The customer reported a problem with starting the device. The device was evaluated by a philips field service engineer, who resolved the issue by replacing the energy select switch assembly.

Event description:
The customer reported a problem with starting the device.